Manufacturer narrative:
The device was received for evaluation. During visual inspection, a loose syringe head was identified. Once the case halves were disassembled, the set screw was found not properly installed in the plunger driver assembly. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the set screw which was not properly installed in the plunger driver assembly. The pump would be reassembled and calibrated to address the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe head of a novum iq syringe pump was loose. This was found during testing in the biomedical service department. There was no patient involvement. No additional information is available.